Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Unable to confirm customer complaint of intermittent load and unload set errors. Performed product verification testing (pvt) and unit passed all test criteria. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had intermittent load and unload set errors. There was no patient involvement, and no patient harm/adverse event reported.